Manufacturer narrative:
(B)(4): additional information. Ees field quality engineer reviewed the two x-rays on (B)(4) 2011. Based on the what could be clearly observed in the two x-rays, I could not identify any malformed staples. All staples appear to have acceptable "b" form as could be observed. Hence, no possible reason for the described event could be determined.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during a laparoscopic gastric bypass procedure. When firing a white reload over small bowel the 2nd stroke of firing sequence resulted in malformed staples. The area was over sewn and the case was completed. The same device was used during the case with different reloads and all firings worked fine. There was no adverse consequence to the patient. The device was discarded.